Manufacturer narrative:
(B)(4). Investigation of the returned device found approximately 1 1/4 inches of monofilament exposed at the guide and the needle tip was still attached to the rail end. The plunger, cuffs, and link were not returned. Based on the investigation findings, a posterior cuff miss occurred as the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The needle trajectory of every device is checked twice during manufacturing. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, a stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). While removing the mandrel from the stent delivery system catheter during preparation, this 4.50x32mm veriflex stent dislodged and fell to the floor. The device was not used. The procedure was completed with a 4.50x28mm veriflex stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a unspecified procedure. Reportedly, the needles did not capture the suture. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.